Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing that led to pacing inhibition, including multiple episodes with pauses greater than two seconds in a pacing dependent patient. Technical services (ts) reviewed the device data and showed non-sustained ventricular tachycardia (nsvt) episodes, consistent with the reported pacing inhibition. The patient was evaluated, and ts discussed troubleshooting options. This rv lead remains in service.